Event description:
Over the last year subtle changes noted in shape of left breast and loss of fullness of breast medially. Exam showed significant capsule contracture and distinct depression on inferior aspect of left breast. The capsule was found to be quite thin and opened and there was an immediate extravasation of small amount of free silicone indicating that the implant was indeed ruptured. Identified as a 205 cc smooth-walled gel silicone type implant. Replaced with a texturized gel silicone filled implant.